Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the procedure was to treat a lesion in the distal posterior descending artery with heavy tortuosity, mild calcification and 95% stenosis. After pre-dilating the lesion with an unspecified balloon catheter, a 2.5x28mm xience prime rx stent delivery system (sds) was advanced toward the target lesion, the system was inflated and the stent was deployed. An edge dissection was noted and a same size xience prime was deployed to cover the dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.